Event description:
Pump declared an altitude alarm 21. There was no reported impact to the customer¿s blood glucose level. The customer's insulin was temporarily suspended due to the alarm condition, but after following instructions from technical support to clean the speaker holes and reconnect the cartridge, normal operation resumed without further recurrence of the alarm.